Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, there were episodes of non-sustained oversensing noted due to noise on the right ventricular (rv) lead. Diagnostic imaging was performed, and there were no abnormalities noted. The patient was stable and will continue to be monitored.